Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The blood glucose level was 223 mg/dl. Troubleshooting was performed for unexpected restart alarm and noticed that the insulin pump received another unexpected restart alarm after a battery change. The insulin pump will not be returned for analysis.